Event description:
Small distal end of the guidewire broke off and was unable to be retrieved from the patient's right ankle. Guidewire piece left in patient. The pin likely bent while it was being inserted and therefore when they tried to remove it, the tip broke off inside of the joint. The surgeon attempted to remove the broken piece, but was unsuccessful after several hours. He determined that they need to return to the or at another time to do an arthroscopy procedure. If they would have attempted to open the joint, they would have potentially caused more harm by damaging the repair that they had already completed. Per phone call with surgeon, they will wait 10 weeks for the repair to heal, and then based on CT results, bring patient back for an arthroscopy to remove the piece of guidewire from the joint.

Event description:
Small distal end of the guidewire broke off and was unable to be retrieved from the patient's right ankle. Guidewire piece left in patient. The pin likely bent while it was being inserted and therefore when they tried to remove it, the tip broke off inside of the joint. The surgeon attempted to remove the broken piece, but was unsuccessful after several hours. He determined that they need to return to the or at another time to do an arthroscopy procedure. If they would have attempted to open the joint, they would have potentially caused more harm by damaging the repair that they had already completed. Per phone call with surgeon, they will wait 10 weeks for the repair to heal, and then based on CT results, bring patient back for an arthroscopy to remove the piece of guidewire from the joint.